Event description:
Hill-rom received a report from the account stating the brake casters were not holding. The bed was located at the account in e206. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found all the brake casters and supports inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all the brake casters and supports to resolve the issue. Based on this info, no further action is required.